Manufacturer narrative:
As reported, the 55cm femoral optease inferior vena cava (ivc) filter was not able to be opened in the vein; only part of the filter expanded (the tip). The filter was removed from the patient by capturing the catheter and it was removed in one piece from the patient. It is unknown if a snaring device was used. There was no reported patient injury. The filter was indicated for pulmonary embolism (pe) prophylaxis. There was no thrombus present at the delivery site. There was no contraindication for anticoagulation therapy. The size and shape of the vena cava is unknown. The size of the vena cava was measured. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel. There was no acute bends, tortuosity, calcification, thrombosis, or stenosis. The device was returned for analysis. A non-sterile unit of ¿optease vc filter ous, 55cm femoral only¿ was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The parts received were the obturator, the filter, the vessel dilator, the brite tip catheter sheath introducer (csi), and the winged storage tube. All components were thoroughly inspected observing that the obturator presents a kinked condition located approximately on 44 cm from the distal tip. The filter is properly mounted inside the winged storage tube. The rest of the components do not present any damages or anomalies. Dimensional analysis was performed to verify the correct outer diameter (od) of the obturator, measurements were taken close to the kinked area and found to be within specification. Per functional analysis, the brite tip csi was flushed with water prior to the evaluation and the water flowed through the part and got out at the distal tip as expected, neither resistance to the water flow nor loose material was observed during the flushing procedure. The winged storage tube with the filter inside was inserted as far as possible into the hub of the returned bts csi. The obturator was inserted through the proximal end of the winged storage tube. The filter was advanced through the bts csi pushing with the obturator. The obturator was advanced through the bts csi until the filter came out through the distal end. No resistance or obstruction was noticed. The filter expands as expected. The returned filter was inspected with a vision system to obtain a magnify image. Neither the filter barbs nor the rest of the part present any damages or anomalies and it is fully expanded. A product history record (phr) review of lot 18150150 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿filter: incomplete expansion¿ was not confirmed through analysis of the device. The functional test was performed observing no anomalies and the filter was properly expanded as expected. However, a kinked condition was observed on the obturator. Exact cause of this damage could not be conclusively determined during the analysis. Procedural or handling factors might have contributed to this issue. According to the instructions for use (IFU), the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. During deployment, slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. Review of the information provided suggests that procedural or handling factors may have contributed to the reported event. Neither the product analysis, the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18150150 presented no issues during the manufacturing process that could be related to the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 55cm femoral optease inferior vena cava (ivc) filter was not able to be opened in the vein. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 55cm femoral optease inferior vena cava (ivc) filter was not able to be opened in the vein; only part of the filter expanded (the tip). The filter was removed from the patient by capturing the catheter and it was removed in one piece from the patient. It is unknown if a snaring device was used. There was no reported patient injury. The filter was indicated for pulmonary embolism (pe) prophylaxis. There was no thrombus present at the delivery site. There was no contraindication for anticoagulation therapy. The size and shape of the vena cava is unknown. The size of the vena cava was measured. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was verified under fluoroscopy that the filter or part of the filter was not in a side vessel. There was no acute bends, tortuosity, calcification, thrombosis, or stenosis.